Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and competitor right ventricular (rv) lead exhibited non-sustained ventricular tachycardia. Additionally, the shock impedance measurements on the rv lead were normally around 40 - 50 ohms. During shock impedance testing, a measurement of 15 ohms was recorded. Technical services indicated that this could be indicative a shorted lead condition and recommended additional testing. A defibrillation threshold (dft) test was performed with a 41 joule shock with the proximal coil programmed out. The impedance measurements post-shock were appropriate. As a result, the device and rv lead remain implanted. No additional adverse patient effects were reported.